Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 401 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Customer also reported that the insulin pump had received battery out limit alarm and failed battery alarm. Customer stated that the insulin pump alarmed during normal use. Customer stated that they were able to clear the alarm. Customer stated that they did not receive a request to rewind insulin pump. Contacts was not missing or damaged. Troubleshooting was performed for battery out limit alarm. The device will not be returned for analysis.